Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to a MRI, and after the procedure the insulin pump delivered a full reservoir of insulin. Ran a displacement test and failed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind and the device failed the displacement test as a result of a motor support disk being out of phase.